Event description:
It was reported that there was a catheter revision done in order to provide 'more benefit to upper extremities due to spasticity'. The catheter revision took place on (B)(6) 2012. The system was working fine except, but the patient wanted more benefit to the upper body. During the catheter revision, the spinal portion of the catheter was removed and replaced with a longer portion. The outcome is not known at this time as the patient was discharged after the procedure. It was noted that the patient's pump had both baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n183229006, implanted: 2009-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4)